Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, deployment was uneventful; however, arterial bleeding was still observed at the access site after completing knot advancement. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and manufacturing inspection criteria, a definitive cause for the reported continued bleeding after uneventful device deployment could not be determined; however, the patient moderate common femoral artery calcification may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.